Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a deep brain stimulation (dbs) procedure, an imprecision was observed on the navigation system when utilizing a plan from the planning system. The representative reported that the imprecision was at a maximum of 1 centimeter in the coronal and sagittal planes while the axial imprecision was 3 to 5 millimeters. To restore accuracy, the images were manually adjusted by the representative and a second merge was performed. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The archive used in the procedure was sent to medtronic for evaluation. The archive used in the procedure was found to have an optimal computed tomography (CT) scan that was not used while the site elected to use a magnetic resonance imaging (mr) scan of lower quality.